Event description:
It was reported that the patient had duracon knee with a universal baseplate and cr cemented femur. The patient complained of pain. Follow up with surgeon revealed that the patella pegs had sheered off. A poly swap was done while the surgeon was replacing the patella. The previous surgery was done in (B)(6). No further documentation or x-rays will be provided due to hospital policy.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon right knee patella. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding fracture involving an unknown patella was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for evaluation. A device history review could not be performed as the device was not properly identified. A complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that the patient had duracon knee with a universal baseplate and cr cemented femur. The patient complained of pain. Follow up with surgeon revealed that the patella pegs had sheered off. A poly swap was done while the surgeon was replacing the patella. The previous surgery was done in (B)(6). No further documentation or x-rays will be provided due to hospital policy.